Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 jammed halfway and the nurse retrieved medication from another drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the broken slide rails and missed screws on the matrix drawer. The field service engineer replaced the missed screws and replaced slide rail bumper stops. Fse tested and able to access all matrix drawers. The system functioned as intended after the field service engineer repaired the device.